Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient. It was reported that the patient¿s implantable neurostimulator (ins) was no longer working and the battery was dead. It was unknown when the issue occurred. No patient symptoms were reported and there were no complications. Indications for use are spinal pain and post lumbar laminectomy syndrome.